Manufacturer narrative:
The customer's weight information has been updated which was not available with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level because the insulin pump was not delivering the amount of insulin. Customer¿s blood glucose level was 400 mg/dl. Customer treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was hung up. The insulin pump will be returned for analysis.